Event description:
Healthcare professional reported via regulatory agency rupture of right side device. Physician later provided an ultrasound report showing "signs of rupture of the right implant" and "axillary regions presents reactive aspect lymphadenopathies". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken side assessed as unidentified (tear) opening and missing side assessed as inconclusive. ¿ lymphadenopathy : unable to observe since it is a medical event and is not related to the device. (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported via regulatory agency rupture of right side device. Physician later provided an ultrasound report showing "signs of rupture of the right implant" and "axillary regions presents reactive aspect lymphadenopathies". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy. Continued e1 (physician's assistant email): (B)(6). Continued h6 (health effect - impact code 4): f15.